Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump cracked from the top of the battery side going down. It was reported that customers assisted in clearing the pump error 23 alarm, pump error 15 alarm, and pump error 4 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer was able to successfully clear the alarm. The customer took a self-test and passed it. It was unknown whether the customer will continue using the device and the pump will not be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On (B)(6) 2023, the customer alleged cosmetic damage located at the battery compartment, no delivery/insulin flow blocked, pump error 4, 15, and 23 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Thump software was utilized and downloaded trace/history files properly. In further full review found three no delivery alarms in the pump history on (B)(6) 2023 18:21:53.000, 20:52:00.000, and 20:55:00.000 during bolus and basal delivery. Also, found pump error 4 alarm on (B)(6) 2023 at 07:40:08.000 (file number: 32122, line number: 2690) followed pump error 15 alarm on (B)(6) 2023 at 07:40:08.000 (file number: 38, line number: 442) and pump error 23 alarm on (B)(6) 2023 at 07:40:10.000 (file number: 39, line number: 645). Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿, pump error 4, 15 or 23 alarm during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (24.0 mv). In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm and pump error 23 alarm was not confirmed. The force sensor is within specification. Pump error 4 and 15 alarm confirmed in the pump history, problem isolated to the electronic assembly. Cosmetic damage was confirmed at case behind the pump at the battery compartment and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6.